Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially report by the consumer stating experienced corneal lesion, irritation and discomfort, pain, tearing after the contact lens was broken while removing from the right eye. Smaller part of contact lens remained stuck in the eyelid, positioning itself behind the visible part of the cornea in right eye. The fragment was expelled only after about two hours. Once the contact lens was completely removed, the pain subsided and resolved the following day, the lesion was absorbed in a few days. The consumer had stopped using the contact lenses. No information regarding medical intervention has been reported at this time of report. The current condition of consumer's eye was resolved at the time of this report. No further information has been received at the time of this report.